Manufacturer narrative:
No specific AED or battery information was provided. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED will not power on. The customer did not report this occurring during patient use.